Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the pump was contaminated as the scrub tech dropped the impella 5.5 on floor during prep. The pump was not used for the procedure. There was no patient harm.

Manufacturer narrative:
The investigation of packaging issues- sterility has been completed. The impella device was not returned for evaluation. Based on the clinical details the cause of the packaging issues - sterility was use related as the device became contaminated and unusable due to being dropped outside of the sterile field, on the floor, by the scrub tech. H6 medical device problem code 1421 was erroneously entered on the initial manufacturer device report number 1220648-2025-27450.